Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) analyzed the system onsite and verified that fluoro was not possible due to an image disk problem. After reviewing log file, fse found fluoro storage not possible due to an image disk problem. Fse recreated image store frontal. After recreating of storage was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that fluoroscopy was not possible due to an image disk problem. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and recreate image store frontal which resolved the issue.